Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted several unresponsive buttons on keypad - replaced keypad. Bent shroud on tamper switch - replaced shroud, missing power cord, handle, pole clamp - replaced power cord, handle, pole clamp. Shorted backup speaker - replaced backup speaker. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front w/keypad - unresponsive keys. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/21/2020 to present date 12/30/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there were multiple issues with the device. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there were multiple issues with the device. No patient involvement.